Event description:
S/p rt non-cemented thr with acetabular shelf reconstruction in 1989 for djd with acetabular dysplasia. Pt dislocated rt hip within 2 weeks post-op and wore abduction brace. Describes mild "ache" in rt hip since surgery requiring cane for ambulation. This pain gradually increased to point pt requires wc/walker for ambulation. Seen on 11/30/95 with 2 week history of inability to ambulate. X-rays show rt hip dislocation with pelvic discontinuity. Sheduled for/underwent revision arthroplasty which revealed superior acetabular insert polyethylene wear allowing ceremic-metal contact. New hip replaced. MFR rep notified at the time of replacement.